Event description:
A home pt contacted baxter's technical svc ctr for assistance following a day dwell of his peritoneal dialysis therapy. Per initial report, a solution bag fell and became disconnected from a supply line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.